Manufacturer narrative:
The device, manufactured by smith & nephew, was forwarded to the supplier for investigation. Upon review of the evaluation, the failure of the device was clarified; the complaint was re-assessed due to receipt of this additional information. Investigation results: one 8360-10 was returned. This is a 6-year old reusable instrument. The complaint allegation stated: the handle is fetching (separated) from the shaft. Visual inspection confirmed broken jaw assembly. The bottom jaw paddle component was absent from the return. The jaw mechanism appears to have been forced. The scissor action functions but the linear button is no longer seated properly. The button maintains and allows the spring-loaded scissor loop action. The symptoms align with rotational difficulty. It is undetermined whether the rotator did not perform as intended or the front end was forced with no rotational difficulty first. Per instructions for use (IFU): "prestige endoscopic graspers are designed to grasp soft tissue structures during endoscopic procedures. Aesculap endoscopic graspers are designed to be used through a cannula, or port, commonly called a trocar sleeve. Any use of an instrument for a task other than its intended purpose will usually result in a damaged or broken instrument. Lateral pressure on the instrument when inserting or removing it may damage the shaft or the working tip". The product met specifications upon release to distribution.

Event description:
It was reported that there was an issue with the prestige grasper. After a case, it was noticed that the handle was "fetching" from the shaft. There was no known patient harm.